Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 21160212, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had staphylococcus infection at the ipg and lead site. Symptoms of discharge, redness, tenderness, and pain was noted. The patient was prescribed antibiotics and was explanted. No device malfunction was suspected.